Event description:
Reporter alleged discrepant blood glucose values of 329 mg/dl on the advantage system compared to a reading of 101 mg/dl when measured by the dr within 10 mins apart. Customer stated going to the dr to have glucose tested due to having higher readings in the 300s mg/dl and not having any high or low symptoms at the time. As a result, no actions were taken or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.